Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the pulse generator exhibited premature battery depletion. The device was explanted and replaced at a later unknown date. The patient was in stable condition post surgery.